Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and observed that the device froze during self-test. The cause was isolated to the user interface pcb assembly. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device froze during self-test. As a result, the device would have been in a lock up condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The information in initial MDR 0003015876-2023-00696 was determined to be sent in error. A report for the event was already sent in MDR 0003015876-2023-00684. The a supplemental report will not be forthcoming as this is a duplicate.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device froze during self-test. As a result, the device would have been in a lock up condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.